Event description:
Reporter requested repair - power cord was damaged - not under a patient. Technician did not know how the accessory outlet power cord had gotten cut. He replaced the accessory outlet power cord and this resolved the issue.